Event description:
The customer reported that, during reprocessing, it was obseved that there were dark marks at the distal end of the cannula of the evis eus ultrasound bronchofibervideoscope device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.